Event description:
The tip of a lobster pin cutter chipped off during surgery while cutting steinmann pin. Three fragments were removed from the surgical site. The lobster pin cutter was removed from service. X-ray was taken after surgery, and no additional fragments were seen on xray.